Event description:
Related manufacturer reference number: 1627487-2022-04111. Related manufacturer reference number: 1627487-2022-04110. It was reported the patients lead displayed high impedance and the ipg was inoperable. As a result, surgical intervention was undertaken wherein the system was explanted and replaced to resolve the issue.

Manufacturer narrative:
An inoperable ipg/high impedance issue was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.